Event description:
It was reported that the device had failed rate accuracy & repeated failed, if door wasn't opened and set reloaded. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the pump module failed rate accuracy test was not confirmed from the log analysis or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Preventive maintenance test found the pump module working as expected. A review of the suspect pump module s/n: (B)(6) error log was performed, and no error or anomalies were noted on the reported event date. On (B)(6) 2025 at 3:14 pm a flat infusion was programmed and started with a rate of 20 ml/hr and a volume to be infused (vtbi) of 241.526 ml. The pump module alarmed for occlusion on patient side and the restart key was pressed. At 3:15 pm the channel was selected and an infusion was started with a rate of 220 ml/hr and a vtbi of 110 ml. The pump module alarmed for chamber blocked, the door was opened and then closed, and the restart key was pressed. At 3:16 pm the pump module alarmed for occlusion on patient side two (2) times. At 3:18 pm the pump module alarmed for check IV set and the unit was channeled off. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The alaris system user manual v12.1.2 states within warnings and cautions to prevent a potential free flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. Do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please ensure proper assembly and retorque all screws to specifications. Repair center should follow their normal processing of the device, looking for any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate accuracy & repeated failed, if door wasn't opened and set reloaded. There was no patient involvement.